Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Using the right femoral approach, the procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous left superficial femoral artery. A 6.0 x 100 mm mustang balloon catheter was advanced for treatment, but the balloon ruptured on the 1st inflation at 5 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.